Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Needle through catheter: a review of the applicable fmea/eura (a-eura/ref the doc (B)(4) and rev# 27) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch number information. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: no apparent harm - reached patient/person, inconvenient nexiva IV 24g malfunctioned and the needle pierced through the catheter on advancement, bending same. Was then unusable and caused the patient to need an additional IV start. Impact of incident: IV removed as could not be used. Patient needed an additional poke for IV.